Event description:
Impossible to activate sweep while going on bypass. Sweep flow remained 'blinking' on qvm. No information received if qws patient manager was used as well or not. Perfusionist panicked and weaned back from bypass, has changed the whole quantum console for a backup s5 and finished procedure. No patient harm reported.